Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with damage around the rear housing and gas supply indicator. The rear cover bung was missing. There was no evidence of the reported error in the event history log (ehl) - not applicable. The reported problem was duplicated/verified during functional testing. The electronic audible alarm was non-existent; a faulty sound board was found to be the cause of the reported error. No corrective action was taken as the device was deemed beyond economical repair due to its age and condition. Device will be scrapped or sent back to the customer unrepaired. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm board needs to be replaced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.